Event description:
An attempt was made to deploy a 4.0mm diameter x 12mm length driver rapid exchange (rx) coronary stent in to a pt. The target lesion located in the rca was described as highly calcified and very tortuous. It was reported that the device was inspected prior to use with no abnormalities noted. Although the lesion was pre-dilated, force was required to try to deliver the stent; however, the device failed to cross the lesion. It was reported that similar difficulties were encountered with two other MFR devices. It was reported that on removal from the pt, the shaft of the relevant device broke in half. It was confirmed that no part of the device was left in the pt. Following the failed attempts a subsequent driver rx stent was successfully deployed. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval results/conclusion: (heavy calcification, tortuosity). (Force applied to the device while attempting to cross the lesion). Eval summary: the device was received in two pieces. The hypotube was broken 16.5 cm distal to the strain relief. The break points were jagged, oval and kinked. The distal portion of the device was kinked 2 cm, 2.5 cm and 7.5 cm distal to the break. The distal tip was damaged indicating it may have been stubbed against something. The stent was positioned on the balloon as per specification.